Event description:
Reportedly, during patient use, the ventilator did not trigger the nurse call alarm. Upon pressing the alarm reset, it triggered the call system. There was no medical intervention or adverse patient effects reported.

Manufacturer narrative:
Though requested, patient information was not provided.